Manufacturer narrative:
The pump, 1820629, is still in use on the patient and was in use for 29 day at the time of the event (from (B)(6) 2021 to (B)(6) 2021).

Event description:
We were informed by the clinic that a patient had an adverse event on (B)(6) 2021 the clinic reported that the patient suffered from an ischemic cva. The patient had an infarction in the medial cerebral artery 4 weeks ago. Without any symptoms or physiological dysfunction. On (B)(6) 2021 the patient showed apoplexy and was bleeding from the medial cerebral artery. Venous bleeding was stopped and CT confirmed. The patient was responsive, oriented and awake. There were deposits seen in the blood pump at the time of the event.